Event description:
The pt's attorney has alleged a deficiency against the device. The litigation does not specifically state which product was used on the pt therefore, an unk catalog number is being entered. Add'l info has been requested but not yet received.

Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore, we are unable to determine the associated labeling and dfmea to review.